Manufacturer narrative:
Mentor became aware that the patient had her implants removed without replacement, but the exact date of explanation was not provided. Multiple attempts were made to obtain additional information without response. The date of explantation has been estimated, and the following fields on this form has been updated. - is required intervention has been selected under section b; field b2 - field d7 has been updated to 11/14/2019. - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with right side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.